Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. No insulin flow blocked alarm found in pump downloaded history during event date or two days prior. Pump communicated and calibrated properly with test guardian link transmitter 3. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter 3 and no lost connection noted during testing. Pump was cut to perform visual inspection and found evidence of moisture damage on the electronic assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube) and battery tube threads - cracked. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. No communication pump to transmitter (unresolved) was not confirmed. Cosmetic damage confirmed at back of the pump. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported that the pump was losing signal to the transmitter, and that sensor glucose and blood glucose readings were not as accurate. The customer mentioned that the clip rail was broken on the pump. The customer had received random insulin flow block alarms, button errors, and multiple sensor update alerts, which resulted in a sensor change. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a, mmt-7841zn, mmt-332a, and mmt-213a. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the loss of communication, sensor glucose vs blood glucose, cosmetic damage, and change sensor. No harm requiring medical intervention was reported. No product return is required for mmt-1884l, mmt-7040a, mmt-7841zn, mmt-332a, and mmt-213a.